Manufacturer narrative:
The investigation for the reported v-fib has been completed. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported while on impella 5.5 support, the patient experienced ventricular fibrillation which required two rounds of defibrillation to resolve. Support continued with the implanted pump following the intervention. The patient was successfully weaned and the impella explanted.